Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that customer was watching football and he was found two days later and was taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The attorney reported that the customer was found unconscious on the floor of his apartment by co-workers. The customer did not show for work for two days and the co-workers went to see him in his apartment. When paramedics arrived, his blood glucose level was measured as 30mg/dl, and he remained non-responsive despite administration of dextrose and narcan. The last thing the customer remembered before regaining consciousness in the hospital was watching a football game. The customer was found unresponsive with pinpoint pupils and sluggish reactions. He was intubated and place on a ventilator. He was stabilized and then was transferred to the intensive care unit. It was stated that the discharge diagnoses were respiratory failure, metabolic encephalopathy and coma. Upon admission to the hospital, he was noted to be minimally responsive with a left-sided deficit. MRI demonstrated unexpected evolution of ischemic changes, including the right front parietal white matter, left corticospinal tract and medial thalami bilaterally, which contributed to a hypoglycemic induced metabolic stroke. Then his mental status gradually improved, but his left-sided deficits persisted. He was discharged for rehabilitation where he reminded until (B)(6) 2012.

Manufacturer narrative:
The insulin pump was received with motor alarm during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion and excessive no delivery test due to motor error alarm anomaly. The insulin pump passed the displacement test.